Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a right side rupture and later reported "that one of their patients had a prosthesis inserted but it ruptured and required surgery to remove it, as the implant had fallen apart". Device has been explanted.

Event description:
Healthcare professional reported a right-side rupture and later reported "that one of their patients had a prosthesis inserted but it ruptured and required surgery to remove it, as the implant had fallen apart". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, h6. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture and later reported "that one of their patients had a prosthesis inserted but it ruptured and required surgery to remove it, as the implant had fallen apart". Device has been explanted.